Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was safely removed from the patient's body, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 3.00mmx8mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found a kink on the shaft at 63cm from the hub and no issues were identified along the entire shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a partial cross section tear/rupture, approximately 2mm distal to proximal markerband and no issues found with the outer / mid-shaft sections or the shaft polymer extrusion of the device, and no issue found on the distal tip. A microscopic examination found the distal markerband was pinched. Markerbands were placed at 8mm. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted balloon material identified a partial cross section tear/rupture approximately 2mm distal to proximal markerband; confirming the allegation of balloon material rupture. It is most likely an interaction occurred between the device and the patient's anatomy that contributed to the event. It was reported the balloon ruptured due to severe calcification. The patient's anatomy was severely tortuous, severely calcified and 85% stenosed lad lesion.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The device was safely removed from the patient's body, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition.